Event description:
On body injector with pegfilgrastim applied on (B)(6) 2017; pt reported on (B)(6) 2017 am that the device failed to inject medication. Red light flashing; no leakage from device; device gauge indicates full. Pt returns to have manual injection (B)(6) 2017. Dates of use: (B)(6) 2017. Diagnosis or reason for use: neutropenia prevention.